Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion" was not reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant downstream occlusion occur in the biomedical service department. There was no patient involvement. No additional information is available.